Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that the circulation pump failed during decon and device will not autofill. An electrical safety test was performed. A 45 hour burn in was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The actual/suspected device was inspected

Event description:
It was reported that the biomed had the arctic sun device with the failed circulation pump. They would like to send it in for the 2000 hour preventive maintenance. Per follow up information received via phone on 24oct2023, it was reported that they reached out and informed that the device was sent in for maintenance or repair with an updated po. Per sample evaluation results on 28nov2023, it was reported the arctic sun device reads full when empty. The outer shell is missing both frame alignment studs. Pt1 connection to the isolation circuit card has broken leads. The double bend tube and the chiller evaporator outlet tube were expanded. Tank seals were lifted from tank. The chiller molded y tube was replaced due to tearing during service. Completed the 2000-hour preventive maintenance procedure on the device.

Event description:
It was reported that the biomed had the arctic sun device with the failed circulation pump. They would like to send it in for the 2000 hour preventive maintenance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated, and the reported issue was confirmed as it was noted that the circulation pump failed during decon and device will not autofill. An electrical safety test was performed. A 45 hour burn in was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the biomed had the arctic sun device with the failed circulation pump. They would like to send it in for the 2000 hour preventive maintenance. Per follow up information received via phone on 24oct2023, it was reported that they reached out and informed that the device was sent in for maintenance or repair with an updated po. Per sample evaluation results on 28nov2023, it was reported the arctic sun device reads full when empty. The outer shell is missing both frame alignment studs. Pt1 connection to the isolation circuit card has broken leads. The double bend tube and the chiller evaporator outlet tube were expanded. Tank seals were lifted from tank. The chiller molded y tube was replaced due to tearing during service. Completed the 2000-hour preventive maintenance procedure on the device.